Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was delayed and completed by multiple restarts of the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that system required several attempts to boot up. The log review of the system didn¿t confirm the reported problem. However, the customer rebooted the system multiple times, and after that, the system was able to boot up. No further reports of the event have been reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system required several attempts to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.